Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition with a scissor clip and unformed clip inside a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and fed and formed a scissor clip, and then the remaining clips were formed as intended. In addition the device locked out as intended. Although, it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition as per the instructions for use "do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation". The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? 1st firing. What vessel or structure was the device fired on at the time of the event? Asku. Was the clip fully advanced into the jaws prior to firing? Asku. Was there any torquing or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger? Asku. Were any unexpected noises heard? Asku. If so, when? Did anything unexpected happen prior to this incident? Asku. Was the device fired after this incident in or out of the patient? Asku.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips began to scissor after the first firing. Another device was used to complete the case with no patient consequence.